Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 7.0 mmol/l. The customer reported that he changed his set last night and could not get insulin to enter the tubing. The reservoir will not be returned for analysis.